Event description:
Related manufacturer report number:3006705815-2024-01051. It was reported that the patient's scs leads migrated. Surgical intervention was undertaken on (B)(6) 2024, wherein the patient's leads were explanted, replaced, and therapy was restored.

Manufacturer narrative:
The event of lead migration was reported to abbott. The leads were explanted and replaced due to migration. Therapy was resumed. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.